Manufacturer narrative:
The log file of the affected device was made available and analyzed for the investigation. The log file shows that the device detected a divergence between the internally measured airway pressure via sensor s4 and the externally measured airway pressure via the flow measurement lines and sensor s5 (¿sensor: s4_s5 divergence¿). Such a deviation is often caused by an external blockage of the airway by e.g., a kinked breathing or measuring hoses. If measuring hoses are kinked, no airway pressure measurement is possible and therefore no airway pressure curve will be displayed as it was also reported by the user. Based on the log file analysis there was no indication for a device malfunction found. All device checks as performed on the reported date of event were passed (two successful device checks prior to use and one later on after use of device). In case of a technical problem, the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device must be used instantly, as described in the instructions for use. In the current event, the device reacted as specified and generate corresponding alarm messages (e.g., ¿paw measurement inop¿) to alert the user of the situation. There was no technical device fault found. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury in case of recurrence as there was no device malfunction.

Event description:
It was reported that when switching the oxygen supply from cylinder to wall, the ventilator alarmed an issue with pressure detection and stopped ventilating the patient. The user saw no capnography trace or inspiratory wave on ventilator. Reattaching the device to the cylinder did not solve the issue and the patient was manually ventilated until a new device was available. The new device worked without issue with the same circuit. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that when switching the oxygen supply from cylinder to wall, the ventilator alarmed an issue with pressure detection and stopped ventilating the patient. The user saw no capnography trace or inspiratory wave on ventilator. Reattaching the device to the cylinder did not solve the issue and the patient was manually ventilated until a new device was available. The new device worked without issue with the same circuit. No patient injury reported.